Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of "instrument broke" to be related to the customer reported complaint. For clarification, the fenestrated bipolar forceps was found to have the main tube broken. A piece measuring proximately 0.335¿ x 0.339¿ was not returned with the instrument. All of the components from the instruments distal end were missing and not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke while inside the patient. The site was unable to remove the instrument through the cannula after the instrument broke. The instrument release kit (irk) was used to remove the instrument from the patient. The cannula was still stuck on the bipolar forceps instrument. The site had to cut the instrument to remove it from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed-up and additional information was obtained about the complaint: it is unknown what caused the instrument to break during use. It was reported that this instrument did not collide with other instruments. The instrument broke at the end of the shaft and metal tip. It was reported that no pieces of the instrument fell into the patient. The instrument was not stuck on tissue when it broke, but the site reported using the instrument release kit and it worked as expected. The site cut the shaft of the instrument to remove it from the cannula. There were no other intra-op or post-op complications.